Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
On (B)(6)2022, a customer received a suspected false positive on cartridge lot 21015h, followed by a cue negative on the same day. On (B)(6) 2022, customer used a the binaxnow antigen nasal swab test and received a negative result; customer also took a sars-cov-2 pcr test at a local urgent care but did not mention the test result, as it was pending at the time of complaint report. On (B)(6) 2022, customer performed another cue test and received a negative result. Cartridges were stored within specified temperatures. Customer is vaccinated, had no known exposure, but has a sore throat, fatigue and loss of voice.